Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had excruciating pain and sharp pain radiating around their ribs and back and down their legs. It was also stated, the patient had numbness and weakness in their legs and cold feet. It was noted the reporter was ¿afraid of paralysis setting in.¿ it was later reported that they were planning removal of the system. It was noted that symptoms included weakness and a loss of reflexes in the lower extremities. It was later reported that the implantable neurostimulator was removed.